Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 2900j pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic regurgitation secondary to structural valve deterioration after an implant duration of approximately 18 years. A tavr procedure was performed with a 29mm sapien3 transcatheter valve with no adverse patient events reported.

Manufacturer narrative:
H11: corrected data: through investigation, it was identified this manufacturer report was reported in error. There was no investigational evidence of device malfunction.